Event description:
During implant, the right ventricular (rv) helix of the lead was difficult to place, the guidewire would not extend to the end of the lead and the helix would not retract. During follow-up, an electrocardiogram revealed a rv cardiac perforation. The lead was explanted and replaced. The patient is stable.

Manufacturer narrative:
The reported field events of the inability to insert a stylet and retract the lead helix were confirmed in the laboratory. A stylet insertion test was unsuccessful due to blood obstructing the lead lumen. The helix was also found clogged with blood, preventing its full retraction. Once the helix was cleaned, the helix mechanism was able to properly retract and extend the helix. No malfunctions associated with the reported field event of lead perforation were found; the lead passed the tip stiffness test and was found to be within product specification.